Event description:
Pt had been admitted for colonscopy 3/29/98. Readmit 4/3/98 with suspected chemical burns. On investigation it was alleged washer malfunctioned. The washer is to display codes when a problem arises. Unable to determine if machine did display. Repairs to valves 2/17/98. Probably exposure to cidex.

Event description:
Pt had been admitted for colonscopy 3/29/98. Readmit 4/3/98 with suspected chemical burns. On investigation it was alleged washer malfunctioned. The washer is to display codes when a problem arises. Unable to determine if machine did display. Repairs to valves 2/17/98. Probably exposure to cidex.